Event description:
Customer reported that his pump would not charge, and the wake-up light blinked red while beeping every 10 seconds. There was no adverse impact to the customer's blood glucose level. Reportedly, customer reverted to manual injections for insulin therapy.